Event description:
It was reported that the pump exhibited inaccurate delivery of over infusion. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; tamper seals were missing. There was evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications. It was recommended to have the expulsor trimmed as corrective action to bring the delivery accuracy closer to nominal of a range, also, software applications were reinstalled based on the loss of power while running messages that were found in the device event history logs. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).